Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated the drive support cap was normal. Customer did not received motor position encoder error alarm. Customer was able to complete rewind the insulin pump. Customer received insulin flow blocked alarm. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by complete set changed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.